Event description:
It was reported by the (B)(4) sales professional that a (B)(6) female patient who had a previous heart catheterization, underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. The patient was anticoagulated with integrilin peri-procedure. Access was obtained at the common femoral artery (cfa) via a 6f sheath. A pre-procedure femoral angiogram revealed no evidence of calcium. Following the procedure, the physician who is a trained user of the mynx, chose the cadence for femoral arterial closure. There were no complications reported during the procedure and the cadence successfully achieved hemostasis. The patient was transferred to the recovery room. An hour later, the patient's blood pressure and hematocrit started to drop. An ultrasound was performed which revealed a retroperitoneal bleed. The patient was transfused with 2 units of blood. The patient was reported to be doing fine and was discharged to home on (B)(6) 2011 with no reported clinical sequela. Per the (B)(4) sales professional, the groin shot post procedure showed that it was a high stick. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1113113) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.